Manufacturer narrative:
Batch review performed on 08-feb-2021: lot 181661: (B)(4) items manufactured and released on 19-jun-2018. Expiration date: 2023-jun-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to stem mobilization 2 years after the primary surgery.